Event description:
A malfunction alarm with the code malf 12 was reported, but there were no notable events leading up to the issue. There was no adverse impact to the customer¿s blood glucose level, with readings not exceeding 500 mg/dl. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code occurs again.